Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. It was noted the patient had an outpatient procedure on (B)(6) and the presented to the clinic for an evaluation. During the evaluation, the nurse noticed a small reddened area with some serious drainage at the device pocket of the implantable cardioverter defibrillator. On (B)(6) 2020, the patient presented again to the hospital for a possible device extraction procedure. The physician opened the subcutaneous layer of the pocket and discovered the underlying tissue appeared to be healthy. A sample of the tissue was sent to the lab for culture testing and the pocket evacuation was completed. The physician scheduled the patient for continued monitoring and later treatment with antibiotic therapy. The patient was in stable condition and was discharged from the hospital without complaints.

Event description:
New information received stated that on (B)(6) 2020, the patient presented to the hospital for the implantable defibrillator system removal due to infection. The defibrillator system was removed successfully. The patient tolerated the procedure well and left the electrophysiology lab in stable condition.

Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.